Event description:
It was reported through the litigation process that, on november 10, 2016, a patient underwent port placement via the right internal jugular vein for the treatment of rectal cancer. Approximately eighteen days later, on (B)(6), 2016, the patient was diagnosed with methicillin resistant staphylococcus aureus (mrsa) infection and sepsis. Additionally, the patient was diagnosed with methicillin resistant staphylococcus aureus (mrsa) bacteremia on the same day, confirmed through blood culture. Further, it was reported that the patient developed acute respiratory failure, altered sensorium secondary to bacteremia, rash and acute embolism. Subsequently, on december 01, 2016, the port was removed. It was further reported that, approximately twenty-three days later, on december 24, 2016, the patient was diagnosed with thrombosis and occlusion, confirmed by an ultrasound. However, the current status of the patient remains unknown.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: the physical device was not returned for evaluation. No medical records were provided for review. Therefore, the investigation is inconclusive for the reported infection and thrombosis as no objective evidence was provided for review. Furthermore, the clinical conditions alleged in the complaint cannot be confirmed. Based upon the available information, the definitive root cause is unknown. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through litigation process that sometime later port placement procedure, the patient developed with unspecified infection and thrombosis. The current status of the patient was unknown.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: although the physical device was not returned for evaluation, a medical record was provided for review. Medical record alleges that, a powerport clearvue isp implantable port was implanted in a patient via the right internal jugular vein for the treatment of rectal cancer. Approximately, eighteen days later, the patient presented to emergency department with body pains, fatigue and rigors. Subsequent blood cultures on the same day confirmed mrsa bacteremia. Subsequently, the patient was then planned for a port removal and was also treated for acute respiratory failure and altered sensorium secondary to bacteremia. Further, the patient was also developed rash and acute embolism. Subsequently, the port was removed three days later due to sepsis and bacteremia. Approximately, three weeks later, a bilateral upper extremity venous duplex ultrasound revealed thrombosis and occlusion. The investigation is inconclusive for the reported device appeared to trigger rejection issue as the relationship to the port and the alleged thrombosis is unknown. Furthermore, the clinical conditions alleged in the complaint can be confirmed. Based upon the available information, the definitive root cause is unknown. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required.d4 (medical device expiration date, unique identifier (UDI) #), g3, h6 (method, result, conclusion) section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.